Event description:
It was reported that anchor is broken. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the anchor broke. No additional information was provided. An exact root cause cannot be determined with confidence as product was not returned; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect alignment during or after insertion. (2) incorrect clinical suture used. Or (3) incorrect bone hole preparation. Incorrect clinical suture used, improper alignment and improper bone hole preparation can result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.